Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the buttons on the insulin pump was not responding. The customer¿s current blood glucose level was 590 mg/dl. The customer reported that the insulin pump was not working as in the morning customer¿s blood glucose level was 514 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and stained end cap sticker.